Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for diabetes ketoacidosis after a 911 call at 10 am on that day. She was wearing her insulin pump at the time of the 911 call. Before the call, her blood glucose levels started getting high at 300 mg/dl then went up to 600 mg/dl. She was unable to treat with manual injections because she could not find her syringes. At the hospital, she was treated with insulin through an IV. Troubleshooting was offered but declined since the customer was reporting from the hospital. It is unknown how long she stayed in the hospital. The product was returned. Nothing further was reported.

Manufacturer narrative:
The unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, and excessive no delivery test. The unit had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.